Event description:
It was reported the patient had the rest of her monarc device excised due to stress urinary incontinence and leg pain following the implantation of a monarc sling "approximately five years ago". The patient previously had "surgical exploration and partial removal of sling approximately nine months prior to this event which led to resolution of her vaginal pain, but recurrence of her sui and she continues to have bilateral leg pain". The patient reports "numbness" on top of her right foot. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).